Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 150mg/dl, 115mg/dl. Tests were done within <10 mins with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. "Control sol test came up within range. 129/103-139" and "customer was using the same finger."